Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the catheter tube had a hole in it, which caused them to lose spinal fluid into their abdomen. It was noted that the patient had gotten septic and almost died because of the event. The pump and catheter were replaced.

Event description:
It was later reported that there was a catheter break. The location of the catheter issue was the proximal segment. The actions required as a result of the event included a replacement. A catheter revision was reported. Diagnostic testing or troubleshooting included a dye study and x-rays. The product issue was resolved; however the cause of the issue was not determined. The patient¿s status at the time of event was alive ¿ no injury. The patient symptoms included headache and seroma. The location of the issue or symptom was the device pocket. The pump was used to infuse morphine.

Event description:
The patient had been having straw colored fluid drained from the pump site several times in the last few weeks (30-40cc of fluid removed each time). The physician believed that it may be a seroma, but wanted the patient evaluated by a surgeon. The patient was referred to a surgeon. A dye study showed the catheter was patent and drug was reaching the csf (cerebrospinal fluid). The patient had not had any change in symptoms. The patient status was reported as ¿alive-no injury¿. It was later reported, the pump dislodged causing all sorts of problems. The patient needed a healthcare provider (hcp) to take it out and place on the other side of his body. The issue began 4-5 months prior and gradually got worse. It was extremely swollen and there was a huge amount of fluid building up around it. The health care professional (hcp) would just drain the fluid when he would go for a refill, but at the time of report it was causing fevers. The pump was scheduled to be removed and placed on the other side of his body, because, they don¿t think it was installed properly. The hcp the patient was scheduled to have the pump revised with does not accept his insurance, so the patient was requesting a physician listing of other possible hcps. It was black and blue, and had become a health issue. The patient¿s general hcp told the patient because of all of the fluid the patient was septic and has high lactic acid count. The patient had pneumonia and fevers and was recently in the hospital. The device system was delivering dilaudid.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 26-sep-2017 from the patient who reported that prior to the catheter revision his stomach swelled and he had water around the pain pump. The physician at the time told him it was normal. They used to stick a needle in him and take 30-40 cc of clear liquid out before refills. Within an hour of the refill, it would swell again. It ended up being that the tube was broken. The patient had headaches and dizziness for months. No further complications were reported/anticipated.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2011 (B)(6); product type .(B)(4).